Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,02-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found that auxiliary cubie e5 was failing to stay closed. Error messages were verified on screen. Using the hardware test application (hta), the cubie was successfully released. A jammed medication table wedged under the cubie lid was removed. The cubie was then reseated and tested with no further issues observed. The system functioned as intended after the field service engineer repaired the device.